Event description:
The complainant has reported that a male patient underwent a therapeutic gastric hemostasis procedure for treatment. The clinician stated, that after the resolution clip device deployed and was attached to the bleed site, he noticed that one jaw broke off the clip and the remaining half fell off the bleed site. The clinician stated, that the bleeding was not stopped and the patient was taken over by surgeons. Through astriction, the bleeding has since stopped and the patient has been stabilized and is breathing with a respirator. The clinician also added that, the patient had chronic obstruction pulmonary disease (copd). If any additional relevant information is received, a supplemental medwatch form will be filed.

Manufacturer narrative:
The complainant indicated that, the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.